Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had images mixed up in the pt files. No pt injury was reported.